Event description:
During intervention procedure, on the first inflation, balloon leakage (unk atmosphere) was noted from the distal end. Another savvy balloon, the same size was used to complete the procedure. There was no adverse effect to the pt. The balloon was inspected and prepped per the IFU. No other info was available. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info would be submitted within 30 days upon receipt.